Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown oxford femoral component; item number# unknown; lot number# unknown unknown oxford bearing; item number# unknown; lot number# unknown g2 ¿ foreign ¿ australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision surgery due to loosening. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, d6a, g3, g4, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a1, a2, a3, b4, b5, d1, d4, d10, g3, g6, h2, h4, h11. D10: item name # oxford ph3 cementless fem sz s; item number # 154925; lot number # 7524241. Item name # oxf anat brg rt sm size 3 PMA; item number # 159568; lot number# 7872991. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.